Event description:
It was reported that (1) c1535 was used during a mammotome breast biopsy procedure. It was reported by the rep that portion of the micro mark marker which holds the clip detached from the device and was left in the pt's breast. It was viewed on post biopsy films. If benign, a second procedure will be needed to remove the piece.